Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. During post-operative monitoring and testing, it was noted that patient had severe pain, bulging disks, neurological seizures, limp, leg length discrepancy, difficulty ambulating, burning/numbness in knee/thigh, popping sound, and hip instability. There has been no reported revision.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.